Manufacturer narrative:
Summary: six reciproc files r25 8/100 25mm 025 were returned (one file in loose + five unused files). The file in loose is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1793966, #1794722, #1795005, #1795484, #1795179, #1795744 and #1795760). A representative sampling composed of the five unused files returned by the customer, and of unused files coming from previous complaint (B)(4) (same batch but returned for another issue) were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #406063 is conforming (representative sampling). No fault found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc files 6x broke during use. The broken part remains and was incorporated into the filling. Further treatment is possible; decision is being considered. No injury. Further information requested.